Event description:
It was reported the patient was experiencing discomfort at the ipg site. The patient stated the ipg did not sit right and was protruding from her back causing the discomfort. The patient's ipg was explanted and replaced. The patient stated the replacement ipg resolved the issue and she no longer has discomfort.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.